Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized four days after event onset. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin 1 gram every five days (route and duration not reported) and fortum injection 1 gram every day (route and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.